Manufacturer narrative:
Concomitant product: product ID 3387-40, lot # 0209385126, product type lead; product ID 37612, serial # (B)(4), product type implantable neurostimulator. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that high impedances were shown on the clinician programmer. The issue was identified during a routine impedance check as the patient reported the system felt looser in his neck after neck exercises. There was no change in therapy. No further invention was performed. The rep discussed the findings with the doctor as to whether this finding was significant enough to suggest an open/leakage of the system. No surgical intervention occurred nor was planned. It was unknown if the issue was resolved at the time of the report. The rep reported two weeks later that there were abnormal impedances. The patient was found to have normal impedances on the left hemisphere, but impedances in the right hemisphere were 2,000-3,000 ohms range. High impedances were reported. The patient also reported itching at the site of the stimloc. Further impedance tests resulted in mild fluctuations of impedances on the right hemisphere from 2,000 to 3,000 ohms between testing sessions. Tests to isolate a leak were not successful. The doctor turned the implantable neurostimulator (ins) off, higher and lower, and switched to different bipolar and monopolar mode; but none resulting in a reduction of the perceived itch. Due to the high level of anxiety of the patient, and the lack of evidence that there was a leak, the doctor decided to bring the patient in for a checkup, but that revision was later cancelled. The doctor expressed concern that a variation of the impedance would result in a variation in therapy delivered, so the rep suggested switching the patient to constant current mode to mitigate this effect. If additional information is received, a follow up report will be sent. Reference manufacturer report #s 6000153-2015-00489 and 3004209178-2015-24987.